Manufacturer narrative:
No button response due to corroded keypad traces noted. Unexpected restart alarms were not verified due to keypad anomaly. No blank display noted after the battery was installed. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported that the insulin pump's display was blank. Customer reported that the insulin pump's display did not return after replacing the battery or cleaning the battery compartment's contacts. Customer also reported that the insulin pump returned an error alarm prior to the call. Blood glucose level was 94 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.